Event description:
It was reported that during an open gastrectomy procedure, when activating the shear, the device did not coagulate the vessels and did not transect. There was no error tone and the headpiece was fine. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/22/2008. Evaluation summary: the analysis results found that the device was returned in a good physical condition. The device was tested with a gen04 and was functional. The cutting of test media performed as expected. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were viewed with no anomalies noted during the manufacturing process.